Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per the patient call, she had a screw that had backed out of her device causing her pain and trouble. She has had issues since soon after surgery. Her surgeon told her that the particular device is no longer used and she would like to discuss with someone her issues.